Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when post lead implant procedure, after leaving the procedure room lead dislodgement was confirmed via chest x-ray. Physician suspected that the lead was not securely fixed. Lead was repositioned without any adverse consequences to the patient and lead remains implanted. Patient was stable.